Event description:
It was reported that the tip of the wire broke off. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A rotawire drive was selected for use. During the procedure, there was an abnormal feedback so the rotational ablation surgery was halted and the device was taken out of the body. Then, it was noted that the guidewire was damaged and the tip of the wire broke off. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1 - (B)(6). Device evaluated by manufacturer: the complaint device was not returned for product analysis. However, the media attached to the parent record shows pictures and a video when the guidewire can be observed but does not show any evidence of the reported issue.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: device evaluated by manufacturer: the complaint device was received for product analysis. Spring tip was observed bent and stretched. The total length of the guidewire was measured and found to be 130.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that the guidewire was returned complete for analysis, and no sign of fracture could be found.

Event description:
It was reported that the tip of the wire broke off. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A rotawire drive was selected for use. During the procedure, there was an abnormal feedback so the rotational ablation surgery was halted and the device was taken out of the body. Then, it was noted that the guidewire was damaged and the tip of the wire broke off. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.